Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The pneutronics proportional valve was calibrated to resolve the issue. A: no report of patient involvement. D4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction that could cause a hypoxic mixture in the patient circuit. There was no report of patient involvement.